Event description:
When the ultrasound equipment was being pushed out of the patient's room after performing an echocardiogram when the whell broke off. The machine fell towards the side of an empty bed in the direction of the technician. There was no injury to the technician or the patient as the equipment fell towards the bed and not the patient or the technician. This is the second occurance of a wheel breaking off. Nearly eight months ago a physician was pushing the machine off of the elevator when the wheel broke and the equipment fell towards him. There was some minor bruising but no serious injury to the physician. After both occurances the mfg. Was contacted and the broken wheels were replaced. After the second occurrance all four wheels were replaceddevice not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-jun-92. Service provided by: manufacturer. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: component failure, design - inadequate, end of life - premature. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.